Event description:
It was reported that the anchor was broken at eyelet. The tip of anchor remained unretrieved in tibia. Current patient condition is good.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the returned device confirms that the implants hex drive has broken and become lodged in the drivers mating hex. The device met all material specifications as received. This type of event is typically caused by not inserting the implant co-axial to the pilot hole, prying/leveraging, the use of excessive force and/or improper bone prep. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.